Event description:
It was reported that the patient's right ventricular lead exhibited an unknown malfunction. The reported lead was explanted and replaced on (B)(6) 2022. The status of the patient was unknown.

Manufacturer narrative:
Further information was requested, but not provided.

Event description:
Related manufacture reference number: 2017865-2022-11948 it was reported that the patient experienced discomfort from his single chamber implantable cardioverter defibrillator system and procedure was scheduled. During procedure, an unknown malfunction was observed on the right ventricular lead(rv lead). The rv lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.